Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to damage on the objective lens, which resulted in the screen turning white with no image which never returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an e315 error. The issue was found during inspection for use. There were no reports of patient involvement.